Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to burning smell in the lab with unicel dxc 600 pro synchron clinical system. The printer stopped printing. No smokes, sparks, or flames were noted. No operator exposure was noted and there was no effect to patient or user.

Manufacturer narrative:
A service visit has been ordered. The root cause for this event is unknown at this time.